Manufacturer narrative:
Device not returned.

Event description:
Reportedly the device was implanted and explanted after an implant duration of zero days, due to unknown reasons. Info learned from implant pt registry. No further info was rec'd.